Manufacturer narrative:
Examination of the returned device confirms the reported event of tip damage. The distal threaded end threads are damaged, and evidence suggests force was used to deform the tip. A complaint database search on the provided product code identified similar events which were attributed to misuse. The root cause is attributed to misuse as evidence suggests the device was used inappropriately. Based on the root cause of suspected misuse, corrective action is not needed. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pinnacle straight cup impactor broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.